Event description:
Physician cut himself with the scalpel during the procedure. The doctor was trying to re-sheath scalpel. Rn in room at the time agrees it was dr's fault. Patient is (B)(6), so the doctor received follow-up blood work.

Manufacturer narrative:
A complaint sample was not provided for this failure mode. Consequently, the quality of the thumb scalpel and protector in regards to the reported failure mode could not be evaluated. Feedback from the end user stated the scalpel punctured the tip of the protector while the physician was attempting to re-sheath the scalpel. This failure could not be confirmed by the complaint investigation since a sample was not provided. A review of the complaint data did not identify any trend with this or similar failure modes. Based on this review, the investigation determined this failure mode to be an isolated occurrence. A thorough review of applicable manufacturing procedures and quality plan inspections did not identify any issues that may have contributed to the reported failure mode. The thumb scalpel component is supplied by an external vendor and is not altered by the (B)(6) facility prior to placement in the finished tray assembly.